Event description:
According to the available information, the tensioning suture detached from mesh body.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the tensioning suture detached from mesh body.

Manufacturer narrative:
An altis mesh and detached dynamic suture were received for evaluation. Examination of the mesh revealed the static anchor was detached and not returned. Examination of the detached dynamic suture revealed that the dynamic anchor and tensioner were detached from the suture and were not returned with the device. Further examination of the suture confirmed the welded area of the suture had delaminated / detached completely from the mesh itself. Microscopic examination of the mesh where the dynamic suture was attached appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.